Manufacturer narrative:
Product analysis the reported endoleaks could be observed on the films provided; however, the exact type or cause could not be determined. The anatomy at implant is unknown, and post-implant CT¿s were also not provided; therefore, a complete assessment of the stent graft in-vivo configuration could not be performed. Angiograms showing additional endoleak interrogation could allow for a more comprehensive determinations of the endoleak source/cause. It is considered most likely that the endoleak observed in the area of the main body bifurcate was a type ii related to patency of local collateral vessels. It is likely that the endoleak observed in the distal limb was a type ib endoleak which the observed tortuosity may have contributed to. It is also possible that other unknown anatomical factors may have been a factor in the occurrence of an endoleak in that area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 45×49 mm abdominal aortic aneurysm . At the end of the procedure it was reported a possible type iiib was observed at the periphery of the left 16-28-124 limb device and another undetermined endoleak observed at the fourth stent on the main body. It was decided to monitor the patient. It was reported that the patient presented emergently approx. 5 months post implant, with complaints of abdominal pain. CT was performed where a possible type ii endoleak was observed at the main body device and a possible type ib observed in the left limb. A 28-28-49 cuff was added to eliminate the possibility of a type iiib and 16-28-124 limb was added to extend the coverage on the left leg. The type ib endoleak on the left leg did not disappear, so a 16-10-156 limb was additionally implanted to resolve. Per the physician, the cause of the event was patient anatomy. It was considered the type ii and type ib endoleaks caused the aneurysm diameter to increase in size. No additional clinical sequelae were reported and the patient is fine